Event description:
It was reported that patient experienced an uncomfortable sensation on the upper right-hand side of the back thoracic area which includes her target pain area. Patient also experienced headaches, tingling all over, and inadequate stimulation. The patient was overstimulated after being reprogrammed. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced, and two new leads were added. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.